Manufacturer narrative:
Investigation updated based on additional information previously reported in supplemental report 1.

Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was 155 ohms. Technical services recommended further evaluation of system integrity. The ICD and right ventricular (rv) lead remain in service. No adverse patient effects were reported. Additionally, the patient underwent a synchronized max shock to test the integrity of the system and an error code was received. The physician elected to replace the ICD and during explant calcification was observed surrounding the ICD and the coil of the rv lead. Both the ICD and the rv lead were successfully removed. It was unknown if a new device and lead were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
See correction to field d.6.b. Explant date. Investigation updated based on additional information previously reported in supplemental report 1.

Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was 155 ohms. Technical services recommended further evaluation of system integrity. The ICD and right ventricular (rv) lead remain in service. No adverse patient effects were reported. Additionally, the patient underwent a synchronized max shock to test the integrity of the system and an error code was received. The physician elected to replace the ICD and during explant calcification was observed surrounding the ICD and the coil of the rv lead. Both the ICD and the rv lead were successfully removed. It was unknown if a new device and lead were implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was 155 ohms. Technical services recommended further evaluation of system integrity. The ICD and right ventricular lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was 155 ohms. Technical services recommended further evaluation of system integrity. The ICD and right ventricular (rv) lead remain in service. No adverse patient effects were reported. Additionally, the patient underwent a synchronized max shock to test the integrity of the system and an error code was received. The physician elected to replace the ICD and during explant calcification was observed surrounding the ICD and the coil of the rv lead. Both the ICD and the rv lead were successfully removed. It was unknown if a new device and lead were implanted. No additional adverse patient effects were reported.